Manufacturer narrative:
A ge rep evaluated the system and replaced the left high voltage cable and the snubber assembly. (B) (4)

Event description:
Customer reported that there is no image. No pt injury reported.